Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she believed the insulin pump's bolus wizard was over delivering insulin. Two or three times in the last month, the insulin pump just started delivering insulin. Customer's blood glucose level went up to 537 mg/dl. The customer treated her high blood glucose level by injection. Within two hours her blood glucose level went down to 39 mg/dl. She treated her low blood glucose level by drinking juice and eating a bowl of cereal. The customer had been in the hospital due to having an e.coli infection on her right kidney. When the infection turned septic, they put her on a respiratory device. The customer was on the insulin pump when she went to the hospital. The device was not returned.